Event description:
It was reported that the lead exhibited a capture anomaly. Psa data .75 volts, .5 ms, pac ed mv, 471 ohms. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.